Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 39mm x 80mm 135cm palmaz genesis biliary stent-delivery system (sds) on opta pro was unable to cross a calcified lesion. As a result, an 8mm x 40mm non-cordis stent was used to complete the procedure without issue. There was no reported injury to the patient. This was during a procedure to treat an iliac lesion which had moderate tortuosity and was not a chronic total occlusion (cto). The device was stored and prepared per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were observed on the device prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device, and the device was able to track towards the lesion without issue. The device was never put into an acute bend and did not kink during this procedure. The device was able to be removed easily from the patient and remained in one piece during its removal. Additionally, the stent was still attached to the delivery system upon removal. The device will be returned for evaluation. Addendum: product evaluation on 02-aug-2022 revealed that the distal and proximal ends of the stent are partially expanded.

Manufacturer narrative:
Complaint conclusion: a 39mm x 80mm 135cm palmaz genesis biliary stent-delivery system (sds) on opta pro was unable to cross a calcified lesion. As a result, an 8mm x 40mm non-cordis stent was used to complete the procedure without issue. There was no reported injury to the patient. This was during a procedure to treat an iliac lesion which had moderate tortuosity and was not a chronic total occlusion (cto). The device was stored and prepared per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were observed on the device prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device, and the device was able to track towards the lesion without issue. The device was never put into an acute bend and did not kink during this procedure. The device was able to be removed easily from the patient and remained in one piece during its removal. Additionally, the stent was still attached to the delivery system upon removal. The product was returned for analysis. One non-sterile 39mm x 80mm 135cm palmaz genesis biliary stent-delivery system (sds) on opta pro was received for analysis inside a plastic bag. Per visual analysis, neither damage, nor kink, or compression could be seen. However, the stent was noted partially expanded on both stent sides. The balloon was also noted partially inflated on both, distal and proximal balloon areas. Per dimensional analysis, the outer sheath od was found within specification. A product history record (phr) review of lot 82214935 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent strut uplift¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors such as inflating the balloon prior to positioning at the target lesion may have contributed to the event as evidenced by the expansion of the stent at either end noted during analysis. Although the reported ¿failure to cross¿ could not be confirmed by device analysis, it can be assumed that the configuration of the stent delivery system as returned would not be conducive to crossing a lesion successfully. Procedural images were not provided for review. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system¿ therefore this is considered off label usage. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.